Event description:
It was reported that the patient presented post implant procedure. Upon interrogation it was noted that the patient's pacemaker exhibited far r wave oversensing. No interventions were performed. The patient was in stable condition.